Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken red vibrator wire. No cosmetic damage was noted.

Event description:
Customer reported her insulin pump does not vibrate. She spoke with her educator and she also saw that the device does not vibrate. The device has never vibrated. Customer's blood glucose was unknown. The device did not vibrate during the self test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.